Event description:
It was reported that the "zimmer air dermatome unit not running smoothly and bouncing graft could not be taken." There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.